Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. Inspection revealed a partial separation at the collar and numerous kinks in the distal shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 21march2017. It was reported that the catheter could not cross the lesion. A guidezilla¿ guide extension catheter was selected for use. During the procedure, it was noted that the catheter could not cross the lesion. The procedure was completed with another of the same device. Patient's status was stable. However, device analysis revealed partial separation at the collar.